Event description:
A temperature alarm was reported for a pump, which was covered under warranty. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was charging at the time of the alarm using tandem charging supplies. Technical support initiated the return process for the pump, instructing the customer on how to put the pump into storage mode before returning it. The customer was informed about using multiple daily injections as backup therapy and was provided with a pre-paid label to return the pump within 10 days.